Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose after eating or drinking juice. On (B)(6) 2019 they had blood glucose of 58 to 66 mg/dl at the time of the incident. The customer was at 90 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged that the pump was over delivering. Troubleshooting was not completed. The product will not be returned for analysis.